Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
An (B)(6)-year old female with a past medical history significant for coronary artery disease (cad) presented with sudden onset of typical chest pain. Her vital signs were significant for a blood pressure of 85/45 mmhg, heart rate of 93 beats per minute (bpm), respiratory rate of 18 and an oxygen saturation of 99% on room air. She was in mild distress, with normal heart and lung sounds. Her troponin was found to be elevated to 0.036 ng/ml (normal level <0.031), then 0.016 ng/ml seven hours later along with resolution of admission symptoms. ECG revealed a normal sinus rhythm at a rate of 88 bpm. A prior coronary angiogram revealed a 90¿95% occlusion of the right coronary artery (rca) 2 months prior that was medically managed due to technically difficult, severely calcified and tortuous vessel. The patient was initially treated as a non-stemi and planned for rotational atherectomy followed by percutaneous transluminal angioplasty (pci) using trans-radial approach. For all cases, consent was obtained from all patients. During first pass of the rotablator¿ rotational atherectomy system (boston scientific corporation, ma, USA), she developed transient slow flow and subsequent hemodynamic instability and third degree atrioventricular heart block, requiring temporary transvenous pacing and iabp placement. In all subsequent cases, appropriate precautions for balloon pump insertion were successfully performed. We used a sheathed insertion technique with an 8 french sheath for insertion of the iabp. Appropriate function and positioning of the iabp was confirmed with fluoroscopy. Revascularization of the rca with placement of a drug eluting stent was successfully performed. The patient required a short stay in the coronary care unit (ccu) with dopamine infusion support. Removal of the iabp at bedside in the ccu with careful technique and care was complicated by entrapment and resistance likely due to severe calcification. Under fluoroscopy guidance, the iabp was removed and this was complicated by a left femoral artery tear and perforation. Hemostasis of the groin access site was achieved with manual pressure. The patient required five units of packed red blood cells, one unit of platelets and fresh frozen plasma over the next 24 h and remained hemodynamically stable. On day 2, imaging revealed a 1.3 × 1.6 cm pseudoaneurysm. Interventional radiology was consulted; successful thrombin injection was performed for treatment of the pseudoaneurysm. The patient continued to improve without further signs of bleeding or ischemia and was discharged 1 week later.